Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges that on three occasions the tubing disconnected from the headset and he believes a part is missing or it is faulty. Caller reported that he is unable to reconnect the same tubing because they will not attach again. Caller is unsure if they come from the same lot because he and his son mix their consumables up and share. No adverse event reported. Alleged device has been discarded.